Manufacturer narrative:
Additional information : the actual device was not available; however, a retained sample was evaluated. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional tests which included gravity and underwater leak tests were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of event: this event occurred during the unspecified date of (B)(6) 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported buretrol blood administration set under infused. During patient infusion "the pillowed chamber a vacuum-like effect was created". There was no patient injury or medical intervention associated with this event. No additional information is available.